Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving this device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The reported complaint was confirmed through production testing. Evidence was found of the set coming into contact with the interior of the cap cavity during use which would have created friction within the head cavity. The bur end bearing assembly was also found lodged within the head cavity, detached from the set assembly. This would have led to set instability, contributing to the overheating seen during the investigation. It can be assumed the amount of cooling water and air was compromised and not efficiently reaching the head and bur during use which is evident from the "spray issue" noted by production personnel. This would have also contributed to the overheating of the attachment head.

Event description:
In this event a doctor reported that an estylus 1:5 handpiece overheated while in use. There was no injury or intervention.